Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported their pump has been beeping followed by a request to rewind. The customer's blood glucose at the time of the incident was unknown. The customer changed the reservoir and tubing. Leading up to the complaint, the customer was getting alerts to rewind. The customer was assisted with reviewing the alarm history and no pump errors, nor other alarms appeared. The customer completed the rewind sequence with no alarms. The customer rewound the pump and everything was ok, then the pump beeped again. The insulin pump will not be returned for analysis.